Manufacturer narrative:
The reported event of helix issue was confirmed while reported event of noise was not confirmed. A complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The cause of the reported event of helix mechanism issue was isolated to blood /tissue in the helix region. Final analysis found no indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had resistance during helix extension, and eventually the helix failed to extend. It was also noted that the rv lead exhibited oversensing noise. The rv lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.